Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions, quality control, specifications and a visual inspection of the returned device were conducted during the investigation. Two pmg-18sp-40-cope-nt wire guides were returned in a used condition. Wire guide #1 measured 40.4 cm in length. One kink was noted 5.0 cm from distal end. Wire guide #2 measured 40.4 cm in length. The coil wire stretched 3.4 cm from distal end with 2.4 cm in length. Based upon the length of the of the coil wire observed, the remaining portion separated during use. There is no evidence to suggest the product was not manufactured to current specifications. Each device is inspected 100% for bends, kinks and other surface imperfections prior to transport. Based upon the limited information provided and examination of the product returned, a definitive root cause could not be determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During the procedure, it was noticed that the tip of the wire started to fracture while in the patient. The tech instructed physician to pull it out before possible separation. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. On 15dec2015, upon evaluation of the returned device, it was noted that one of the mandril wires is missing a portion of the coil. It was determined to report this event as a side of caution.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, it was noticed that the tip of the wire started to fracture while in the patient. The tech instructed physician to pull it out before possible separation. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. On (B)(6) 2015, upon evaluation of the returned device, it was noted that one of the mandril wires is missing a portion of the coil. It was determined to report this event as a side of caution.